Event description:
Customer reported unexpected negative antibody screen on the galileo with 2 cell assay; an anti-e was not detected. The patient received 2 units of red blood cells, one unit e+ and one unit e-. The customer reported no adverse reaction to the patient.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on crrs(I and ii), lot x250, the reagent used by the customer. The returned patient samples were tested on an in-house galileo with retention crrs(I and ii), lot x250. The samples exhibited positive reactivity with e+e- reagent red cells. The nature of the sample cannot be rule outed as causing the event.